Manufacturer narrative:
The reported event of inability to untighten the setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset a wrench could then be fully inserted and engaged the setscrew inset and untightened the setscrew. The lead could then be removed. The blood came through a hole punched through the septum by the torque wrench at time of implant.

Event description:
During a device replacement procedure due to normal battery depletion, the physician attempted to unscrew the header set screw but was unsuccessful. The physician resolved the event by cutting the old lead and explanting the device. A new device and lead were then implanted. No malfunction was alleged against the lead. The patient was in stable condition.